Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B)(4) for the suspect device used in system 2.

Event description:
Reporter alleged obtaining a result of 378 mg/dl on aviva system 1 compared back to back with a result of 179 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated that just 30 minutes prior to obtaining the readings, he had taken 22 units of humalog as he normally would have. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.